Event description:
Boston scientific received information that the remaining longevity for this pacemaker was displayed as less than six months after approximately 41 months of implant. There was a concern the battery was depleting earlier then expected. No adverse patient effects were reported.

Event description:
Additional information was received that a memory dump was not performed. The device outputs were reprogrammed and the remaining longevity was then displayed as 1.5 years remaining and the magnet rate was found to be 90.

Manufacturer narrative:
Boston scientific technical services (ts) discussed device programming and recommended sending a memory dump in for analysis. The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating this device was later explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The patient will continue to be followed via regularly scheduled appointments. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received indicating the device was retained by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.